Event description:
It was reported that the patient presented with severe angina and the procedure was to treat a moderately calcified, mildly tortuous and 90% stenosed lesion in the left anterior descending artery. Pre-dilatation was performed with a 2x10mm semi compliant balloon and the 3.00x48mm xience xpedition stent was deployed at 16 atmospheres. Fluoroscopy post stenting noted an edge dissection at the proximal end of the implanted stent. Another xience xpedition stent was implanted to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.